Event description:
In 2009, pt reported she has been having some higher than normal readings for the past 2 weeks. She stated, she has been taking a lot more insulin to treat herself and the readings are remaining elevated. She stated she also will disconnect from her infusion site while she is showering and then reconnect. She stated when she reconnects her readings go up. Pt reported, her adapter is changed around every 3 - 4 months. Advised to change every 10th cartridge change. She stated this adapter's blue rubber came off the outside and it just had the black left to screw the cartridges into the infusion device. Pt reported she put a new adapter on today. Pt stated her insulin is sometimes cold when she fills the cartridge. Advised to always let the insulin warm up to room temperature before filling the cartridge. Had her disconnect the tubing and bolus 2 units of insulin; the insulin dripped out of the end of the tubing with no alerts. The pt did not require medical assistance from a healthcare professional or second party. Requested return of the alleged adapter. On call back three days later, pt stated that since she changed the adapter she has only to "double her insulin" one time. On call back after another three days, pt reported she continued using her primary infusion device over the weekend and her blood sugar has returned to within her normal range.